Event description:
The article, "multicentre short- and medium-term report on the device closure of a post-myocardial infarction ventricular septal rupture ¿ in search of risk factors for early mortality", was reviewed. The article presented a retrospective, multi-center study to find early mortality (<30 days) risk factors of device ventricular septal rupture (vsr) closure and to evaluate its medium-term outcome. Devices included in this study were amplatzer septal occluder, amplatzer multi-fenestrated septal occluder - cribriform, cardi-o-fix atrial septal occluder, lifetech atrial septal occluder, amplatzer post-infarct muscular ventricular septal defect (vsd) occluder, amplatzer muscular vsd occluder, lifetech muscular vsd occluder, and occlutech muscular vsd occluder. The article concluded that procedure of vsr device closure demonstrates an acceptable technical success rate; however, the incidence of severe complications and early mortality is notably high. Older patients in poor hemodynamic condition and those with unsuccessful occluder deployment are particularly at a higher risk of a fatal outcome. The prognosis after early survival is promising. [The primary and corresponding author was michal galeczka, medical university of silesia in katowice, silesian centre for heart diseases, 9 curie-sklodowskiej st., 41-800 zabrze, poland, with corresponding email: e-mail: (B)(6)] the time frame of the study was from 2000 to 2020. A total of 46 patients were included in this study, of which 88.2% of devices were abbott. The average age was 67 years, the average weight was 73.5 kg, and the average gender was male. Comorbidities included arterial hypertension, hypocholesterolemia, nicotinism, diabetes, atrial fibrillation, significant mitral insufficiency, prior stroke, chronic kidney disease, significant aortic stenosis, prior myocardial infarction, clinical states included: inotropes, cardiogenic shock, need for intra-aortic balloon pump, and elevated creatinine.

Manufacturer narrative:
Literature article: "multicentre short- and medium-term report on the device closure of a post-myocardial infarction ventricular septal rupture ¿ in search of risk factors for early mortality" summarized patient outcomes/complications of a multi-center study to find early mortality (<30 days) risk factors of device ventricular septal rupture (vsr) closure were reported in a research article "multicentre short- and medium-term report on the device closure of a post-myocardial infarction ventricular septal rupture ¿ in search of risk factors for early mortality" in a subject population with multiple co-morbidities including arterial hypertension, hypocholesterolemia, nicotinism, diabetes, atrial fibrillation, significant mitral insufficiency, prior stroke, chronic kidney disease, significant aortic stenosis, prior myocardial infarction, clinical states included: inotropes, cardiogenic shock, need for intra-aortic balloon pump, and elevated creatinine. Some of the complications reported were death, surgical intervention, unexpected medical intervention, hospitalization, hemolysis, mesenteric artery thrombosis, tricuspid regurgitation, tricuspid valve damage (unspecified tissue damage), residual shunt, device embolization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.